Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who developed pain right above the ins. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss symptoms. They also continued to have issues with leaking and diarrhea. They noted that it stimulates their bowels and it's been horrible this year; patient asked if this is caused by the ins. The call center reviewed that this was something that needs to be discussed with their managing hcp and then they reviewed possible adverse events. They noted that they have been getting botox (not related to device/therapy) from their managing hcp for the bladder and has one scheduled for (B)(6) 2019 so they will discuss their concerns at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the ins stimulating their bowls was not determined although they noted that it started on (B)(6) 2019 and was horrible. As an action taken, they went to their doctor¿s office and the physician¿s assistant (pa) reprogrammed the device. There were no further complications reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said therapy has been great with their spasms, but they are still unable to hold urine. They added that they've had this problem for awhile, but they've had other problems and hasn't been able to work. They also noted that they were dealing with a kidney infection that "diarrhea is due to the stimulation". The patient noted that they didn't have this problem when they first started the therapy. They also said they have blood the stool as a result of going to he bathroom so often; they are going 3-5 times a day. During the call, the patient also said they just had breakfast, can feel getting the urge, and can hear their colon. The patient also confirmed speaking with their healthcare provider (hcp). Prior to the call today, a nurse at the hcp's office helped them reprogram therapy toward the end of 2018. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 3.0v on program 2. They have the ability to change programs and/or adjust stimulation so stimulation was decreased where they felt it comfortably in their bike seat. They confirmed knowing how to navigate programs, ad just stimulation. They also know how this affects therapy and their symptoms. The patient was instructed to review any directions previously given to them by their hcp. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The call center also reviewed bowel symptoms are a known adverse effect of therapy. As a result of what was reported, the patient will monitor their symptoms and follow up with the hcp if they don't resolve. No device issue was reported and no further patient complications have been reported as a result of this event.